Event description:
The reporter called and alleged a discrepant result, when compared to the lab. The reported device result/lab inr was 7.9/5.6. The pt's coumadin was held and the dose was reduced. The device was replaced and requested to be returned for eval.